Event description:
It was reported that the patient underwent a procedure to remove the posterior fixation after fusion completed. During the removal procedure, the bone trephine broke during removal a screw. Reportedly, the bone was very hard. No broken piece left inside of the patient. No patient injury or other complication was reported.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
The tip of the trephine is spilt in several different spots and is buckled in one spot. The damaged appears to be the result of over force. The extra force may have been need because this is an older instrument and the cutting head is worn.